Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcb). The device was found to pass all tests according to manufacturer specifications. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a defective backlight rendering the display ineffective, while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There were no reported patient injuries as a result of the event.